Event description:
It was reported that during a laparoscopic cholecystectomy, a 10mm clip was fired across a well visualized cystic artery, two clips across the proximal end and one across the distal end. The vessel was cut and had active pulsatile bleeding. Another clip was fired from the device with ongoing bleeding. The clips were not approximating appropriately and did not hold. A second device was used but jammed and did not fire clips. Another clip applier (5mm) was obtained and achieved adequate hemostasis across the vessel. After the procedure the remaining clips in the first two devices were fired outside of the pt with episodes of jamming, no firing, clips with tips crossing and clips failing to approximate at tips. None of them were closing. The estimated blood loss was 250cc. The pt was an inpatient and did well postoperatively with no evidence of ongoing bleeding. The device was discarded at the user facility. This report is for the first device. See related MFR report #2134070-2012-00300.

Manufacturer narrative:
The model number of the device was either ether320 or ether420. The device was reported to be discarded by the complainant.